Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that on (B)(6) 2025, 1 day following a light treatment, a bilaterally implanted patient complained of pain and decreased vision in the right eye. Patient has no reported history of herpes simplex virus (hsv), but the treating physician suspected hsv reactivation, and antiviral medication was prescribed. The symptoms resolved completely in approximately 1 month and the patient proceeded to complete the remaining light treatments with no complications.